Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was not functional, vibrated while running, motor cables were broke off from the housing and the unit's magnet was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the during a foot surgery, the pen drive device had intermittent power and would stop all together or lag. During in-house engineering evaluation, it was determined that the device was not functional (not running continuously) and vibrates while running. It was reported that there was a slight delay in the surgery in order to obtain a spare device. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.